Event description:
It was reported that on (B)(6)2010, a physician trained in the use of the perclose proglide device achieved arteriotomy closure of the right femoral artery, after an interventional procedure. Reportedly, ten days post procedure, the pt complained of pain and was observed to have an infection and a hematoma at the puncture site. The vessel closure site was confirmed to be stenosed but not completely occluded. Thrombosis was observed and decreased blood flow in the lower extremity. Antibiotics were given orally to mitigate the infection. The infection was reportedly caused by staphylococcus aureus. Reportedly, the pt's condition has been stabilized and the pt has been discharged form the hospital. There was no reported adverse pt sequela. Though requested, additional information has not been provided.

Manufacturer narrative:
(B)(4). The customer reported, the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.